Manufacturer narrative:
Pharmacovigilance comment: a causal relation between the events and the treatment seems possible. Both the injection procedure and the patient's prior rhinoplasty may have contributed to the events. The reported events are addressed in the label. Based on the current information, this case has been assessed as serious and fulfilling the criteria for regulatory reporting. 15-sep-2015: this case has been reviewed by dr (B)(6). She agreed to the proposed meddra pts, seriousness and causality assessments, and assessed the case as fulfilling the criteria for regulatory reporting. Tracking log of case: 31-aug-2015. Initial email with one ae (necrosis) and limited information. 02-sep-2015: fu 1 with additional aes and description of treatment. 14-sep-2015: fu 2 with one new ae (eschar) and details on aftercare. Based on the current information, this case has been assessed as serious and fulfilling the criteria for regulatory reporting.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 31-aug-2015 by a nurse which refers to a female aged (B)(6). Follow up information was received on the 02-sep-2015 and 14-sep-2015. The patient's medical history included nasal congestion. According to the reporter, the patient has previous surgery in her nose because of (septum) nasal congestion; the septum was fixed many years ago and has now led to an oblique bridge of the nose with volume loss to the left of the nose tip. The patient has no allergies. No information was provided on previous filler treatment. On (B)(6) 2015, the patient received treatment with restylane perlane lidocaine (lot no 13679) 0.7ml in the right tear trough and 0.3ml in nose, with 23g pointed needle (for "pre-stick") and 25g pix-l needle. The patient was injected with "pre-stick" in the middle of her nose tip and the pix-l needle was used slowly; slide along to the left side. The patient complained of pain (implant site pain). The nurse then changed position, and slowly injected 0.2-0.3 ml restylane perlane lidocaine. The nose fixed up and gave a straight impression. Injection was made while the nurse backed with the needle. The patient accepted the result nicely and was not in pain. Immediately afterwards a discrete hematoma (implant site haematoma) appeared but the patient was even then happy with the result and went home. The patient also experienced necrosis (implant site necrosis) and marbled look (implant site discolouration) at nose after treatment with restylane perlane lidocaine. On an unknown date, the patient experienced 1x1 cm eschar (implant site necrosis) on right side of nose after treatment with restylane perlane lidocaine. On the (B)(6) 2015, the patient returned to the clinic and received treatment for the adverse events: panodil (paracetamol), 300 iu hyalase (hyaluronidase), 500mg ipren (ibuprofen), 300mg 1x3 dalacin (clindamycin hydrochloride) and nitrolingual-compress (glyceryl trinitrate). At the time of the report the necrosis, pain, hematoma and marbled look were unknown. At the time of the report the eschar was not recovered/not resolved. The reporter assessed the case as not serious. The reporter has assessed the necrosis, pain, hematoma, marbled look as possible related to treatment with restylane perlane lidocaine. The reporter has assessed the eschar as conditional / unclassified related to treatment with restylane perlane lidocaine. The company has assessed the necrosis, pain, hematoma, marbled look and eschar as possible related to treatment with restylane perlane lidocaine. According to fu information received on 14-sep-2015: according to the reporter, it has been difficult to get the customer back to the clinic. The patient has been in pain. On (B)(6) 2015, the patient went back to the clinic, and presented with a black eschar 1x1 cm on right side of the nose. The nose tip had healed nicely with new skin. Any scars are difficult to predict. According to the reporter, this will be handled by the plastic surgeon at (B)(6) hospital, but the follow-up will be handled by them (the reporting clinic). The reporter tells that she has photos but needs to talk to the customer before she can send them. The next visit at the clinic is scheduled for (B)(6) 2015.